Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On 03/25/2026, it was reported that dr. (B)(6) stated that a glidewell ht implant failed. On (B)(6) 2025, a 58-year-old female presented for implant placement on tooth position # 9. Her bone quality was reported as type ii and oral hygiene as good. The patient returned on (B)(6) 2025, within three weeks of implant placement, without any symptoms. Upon examination, the doctor determined that the implant failed to osseointegrate and the reported device was explanted that day and not replaced. The patient had no permanent injury and no additional medical/surgical procedure was required.